Event description:
It was reported that this pacemaker system was checked prior to being changed out. The rep checked and everything was fine, with the longevity showing seven months remaining. The rep left the room and when he returned the patient heart rate had dropped into the 30s. The threshold from the right ventricular (rv) lead was noted to be at 2.4v and the longevity for the pacemaker showed less than three months. The device outputs increased to the maximum and capture was confirmed, but when the threshold returned to 2.4v the patient experienced asystole. The pacemaker was explanted and replaced successfully. This rv lead remains in service. The thresholds and impedances were all stable and within range with the new pacemaker. No additional adverse patient effects were reported.